Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6). The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported poor image quality (mist) during inspection for use involving an olympus rigid video laparoscope. The customer suspected that the cause of the poor image quality (mist) was due to component failure of the universal cable. There was no patient injury reported.